Event description:
The customer reported that the jaws were sticking to patient tissue, which ended up tearing the tissue. A grasper was used to help release the jaws from tissue. There was no patient injury, bleeding, or unanticipated tissue damage.

Manufacturer narrative:
(B)(4). The jaws were not stuck shut. The handle was latched and unlatched ten times with no problem. The device was activated on simulated tissue with acceptable results and no sticking was observed. The jaws were released from the simulated tissue with no difficulty. We could not confirm the customer's report.